Manufacturer narrative:
With all the available information, boston scientific concludes that the reported event was confirmed, since the analysis detected that the glass cap and metal were detached. The glass cap did not return. It is probable that the identified debris adhesion on the metal cap surface contributed to elevated temperature near the laser beam output window leading to the cap detachment observed. The increase in temperature near the laser beam output window can be caused by tissue adhesion from constant and heavy tissue contact and/or a decrease in saline cooling flow. Continuously elevated temperature can lead to fiber damage. According to the instructions for use (IFU), increasing the irrigation flow through a pressurized saline bag (set to 250 mmhg 300 mmhg) will further increase the liquid cooling effect and may reduce fiber tip damage. Although analysis also identified severe detritus adhesion at the metal cap. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize. Based on analysis results, the interaction between the user and device caused or contributed to the event. This report is for the same event as manufacturer report: 2124215-2024-27188; this report is for the same event as manufacturer report: 2124215-2024-27189.

Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, the fiber lost laser efficiency and a perforation of the metal tip was noticed. Two more fibers were used but presented the same issue. There were no error messages displayed. The procedure was completed with another fiber. The information about the patient outcome is unknown.

Manufacturer narrative:
B3. Date of event the exact date of the event is unknown, estimated. Boston scientific concludes that the reported allegations in this complaint have not been confirmed, as the fiber was not returned for analysis. Without a returned device, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that a malfunction experience was identified, the fiber lost laser efficiency and a perforation of the metal tip was noticed. There were no error messages displayed. The information about the patient and procedure outcome are unknown.

Manufacturer narrative:
With all the available information, boston scientific concludes that the reported allegations in this complaint have not been confirmed, as the fiber was not returned for analysis. Without a returned device, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, the fiber lost laser efficiency and a perforation of the metal tip was noticed. Two more fibers were used but presented the same issue. There were no error messages displayed. The procedure was completed with another fiber. The information about the patient outcome is unknown.